Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer was assisted by technical support in resetting the pump, and after resetting, the malfunction code did not recur. The customer was informed to contact support again if the issue happened again, and they confirmed their understanding.